Event description:
It was reported that an asymptomatic patient presented in-clinic for routine device interrogation. Upon interrogation, noise was noted on the atrial channel. The noise was reproduced with pocket manipulation, but not with isometrics. The lead was otherwise functioning normally. The patient will continue to be monitored.